Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Please note that a previous supplemental was submitted on mar 27, 2014, however, the FDA is not showing record of this submission. All information is included within this report. Other device used: catalog #00111214001, palacos r bone cement, lot #69444237; this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Concomitant devices - nexgen lps-flex femoral component catalog #: 00596201552 lot #: 61290321, nexgen lps-flex articular surface catalog #: 00596204012 lot #: 60776050. The complaint sample was evaluated and the reported event was confirmed through review of medical records. Inspection of the returned tibial component identified nicks and gouges on the surface of the device as well as bone cement remains on the distal side of the device. The primary operative notes state a 1cm bead of cement was placed midline on the tibial component for "provisional fixation". The surgical technique includes instructions for the "cemented implantation option", stating a consistent and continuous cement layer should be applied to the tibial tray. It is also stated that "it is extremely important to ensure that the cemented interface between the tm tibia tray and resected tibial bone is of uniform thickness and consistency." It is unknown how or if the applied technique may have affected fixation of the component. The return of the device did not change the root cause previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address pain and tibial loosening approximately three (3) years post-operatively. Initial operative notes did not identify any complications. Revision operative notes state that the tibial component did not appear grossly loose, but had substantially settled five (5) to eight (8) millimeters.